Event description:
This rv lead was explanted and replaced due to noise.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approximately 44cm distal to the df4 connector pin. Only the proximal fragment was received for analysis. Another distal fragment of approximately 32cm length was received but could be identified as a fragment of a linox lead and was not analyzed. The distal fragment of the plexa lead including the lead tip and the shock coil was not received for analysis. The returned lead fragment of the plexa lead was visually and electrically analyzed. The visual inspection revealed that the insulation was, apart from the present fragmentation, free of breaches. During the electrical analysis, the dc resistances of the received conductor fragment/s were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported oversensing. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.